Manufacturer narrative:
Initial report inadvertently listed incorrect brand name.

Event description:
Further information was received from the patient's treating physician indicating that the events of aphonia, mild difficulty swallowing and left vocal cord palsy were found right after surgery. The physician indicated the events were related to the surgical procedure. The patient complained of dry cough and throat, but the dysphonia was after the intervention before the onset of stimulation. Current diagnostics were within normal limits. Interventions taken indicated the patient was referred to speech therapy and otolaryngology, where he was diagnosed with vocal cord paralysis.

Event description:
It was reported by a company representative that a vns patient suffered from post-surgical aphonia, mild difficulty swallowing, and left vocal cord palsy as side effects from implant of vns therapy. The patient's vns was programmed on 17 days after surgery and visits to a speech therapist made a full recovery from the side effects. At the moment good faith attempts to obtain additional information have been unsuccessful to date.